Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a patient coincident with extraneal viaflex, nutrineal and physioneal 40 therapies. On an unreported date, the subject began therapy with extraneal viaflex, nutrineal pd4, and physioneal 40 1.36% intraperitoneally (ip) for continous ambulatory peritoneal dialysis (capd). It was not reported if pd therapy was ongoing. On (B)(6) 2009, the subject experienced bacterial peritonitis. The primary contributing factor to the event was failure to do exchange in a clean environment. Treatment was not reported. On an unreported date, the subject recovered from the event of bacterial peritonitis. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since it is uncertain why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.